Event description:
User facility medwatch report indicates that two drill bits broke off in the patients bone and remain in the bone. No harm to patient. User facility report (B)(4).

Manufacturer narrative:
(B)(4).